Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2009 due to pelvic organ prolapse. It was reported that patient underwent mesh revision/removal on (B)(6) 2009, (B)(6) 2009,(B)(6) 2010, (B)(6) 2012, (B)(6) 2013.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and ams elevate posterior were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal scarring.

Manufacturer narrative:
(B)(4).